Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned an 86-87-years-old (at the time of initial report) female patient of asian (han) origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna) injections (humulin r 100 iu/ml) from a cartridge via a reusable humapen ergo ii (blue plastic), three times a day (morning 8, noon 8, night 8) subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. She had started using the humapen ergo ii (blue plastic) since 2009 (improper use). The black screw rod could not come down and the medicine could not be pumped out appeared in the injection pen. Due to the reusable humapen ergo ii issues there was injection pen failure and always empty hit (without insulin), and there were dose omissions caused by injection pen failure (pc 4906821, lot unknown ), resulting in blood sugar was high and up to more than 20 or 30 (units not provided) which could not be measured. As the blood sugar was high (blood sugar value was more than 20 or 30) she was hospitalized around the beginning of (B)(6) 2019 and discharged at the end of (B)(6) 2019. As of (B)(6) 2019 the situation of high blood sugar had improved. Information regarding corrective treatment was not provided. Outcome of the event blood glucose increased was recovering while outcome of the event missed dose was unknown. Status of human insulin was ongoing. The patient was the operator of the reusable humapen ergo ii device and her training status was not provided. The general reusable humapen ergo ii device model duration of use was unknown and suspect reusable device duration of use was about ten years as the pen was started in 2009. The suspect device was not returned to the manufacturer. The initial reporting consumer considered that the events were related to human insulin drug and product complaint associated with the reusable humapen ergo ii device. Edit 15oct2019: updated medwatch fields for expedited device reporting. No new information added. Update 15-oct-2019: information was received from the initial reporter via the quality department on 09-oct-2019. All information had been previously processed. Update 21-oct-2019: information was received from the affiliate on 16-oct-2019. No medically significant information was added to the case. Update 06nov2019: additional information received on 06nov2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer for (B)(4) associated with an unknown lot of a humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements please refer to update statement(s) dated (B)(6) 2019 in the field. No further follow-up is planned. Evaluation summary: a female patient reported that the injection screw of her humapen ergo ii would not move down smoothly and the insulin could not be pushed out. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient reportedly used the device for ten years. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if this misuse is relevant to the event of increased blood glucose.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned an (B)(6)(at the time of initial report) female patient of asian (han) origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna) injections (humulin r 100 iu/ml) from a cartridge via a reusable humapen ergo ii (blue plastic), three times a day (morning 8, noon 8, night 8) subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. She had started using the humapen ergo ii (blue plastic) since 2009 (improper use). The black screw rod could not come down and the medicine could not be pumped out appeared in the injection pen. Due to the reusable humapen ergo ii issues there was injection pen failure and always empty hit (without insulin), and there was dose omissions caused by injection pen failure (pc# (B)(4), lot#unknown ), resulting in blood sugar was high and up to more than 20 or 30 (units not provided) which could not be measured. As the blood sugar was high (blood sugar value was more than 20 or 30) she was hospitalized around the beginning of (B)(6) 2019 and discharged at the end of (B)(6) 2019. As of (B)(6) 2019, the situation of high blood sugar had improved. Information regarding corrective treatment was not provided. Outcome of the event blood glucose increased was recovering while outcome of the event missed dose was unknown. Status of human insulin was ongoing. The patient was the operator of the reusable humapen ergo ii device and her training status was not provided. The general reusable humapen ergo ii device model duration of use was unknown and suspect reusable device duration of use was about ten years as the pen was started in 2009. The action taken of suspect reusable humapen ergo ii device was ongoing and the return of suspect reusable humapen ergo ii device was not provided. The initial reporting consumer considered that the events were related to human insulin drug and product complaint associated with the reusable humapen ergo ii device. Edit (B)(6) 2019: updated medwatch fields for expedited device reporting. No new information added.